Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed. All pressures were correct and stable. A volumetric accuracy test was performed and the device failed. An inspection of the door assembly revealed the door piston foam was deteriorated and the door piston was cracked in several locations. The circuit board failure prevented further evaluation of the device. The door piston and foam were to be scrapped and the device was going to be sent to servicing. Should additional relevant information become available, a follow-up report will be submitted.